Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer reported that she had a low blood sugar of 43 mg/dl. Customer stated that her insulin pump did not alarm that her blood sugar was low. Customer stated she doesn't want to trouble shoot for low blood sugar and wants to look at insulin pump because it didn't alarm. Customer isn't able to upload at time of call and stated she will call back when she can upload to care link. The insulin pump will not be returned for analysis.